Event description:
Consultation: the patient was given several hours to recover from anesthesia and was sitting up, awake and alert in the recovery room when staff spoke to the patient. Present at the time was the or supervisor, the nurse taking care of the patient in the recovery room, and the patient's significant other. It was explained to the patient that during the course of operation, there had been a small fire, probably caused by the bovie electrocautery heating up some alcohol that had been dripped into the hair, the alcohol being part of the duraprep. Although the site was clear and dry, there must have been a little moisture in the patient's hair that allowed this alcohol to ignite, causing the fire. The patient was shown the photograph of the wound behind the neck.preoperative diagnosis: a 3-cm epidermal occlusion cyst on the nape of the neck with recurring infections.postoperative diagnoses: 1. A 3-cm epidermal occlusion cyst on the nape of the neck with recurring infections.2. Intraoperative burn of the right side of the neck (3.5 x 4 cm).operation:1. Excisional biopsy of mass of the nape of the neck.2. Gentle debridement and cleansing of intraoperative burn.complications: none.indications: see the dictated history and physical.operative indications: the patient was placed under general anesthesia in the supine position. The patient was then carefully rolled into the prone position with nursing staff carefully padding all pressure points appropriately. The area of the nape of the neck with the obvious mass was shaved, prepped, and draped in the usual sterile fashion utilizing duraprep. The drapes were laid.an elliptical incision was made in the skin surrounding the mass. Bovie electrocautery was then used to incise the next layer of the depths of the skin. Immediately upon using the bovie electrocautery, the smell of something burning was noted and could see a brown spot occurring on the blue drape. Recognizing a fire,facility's nurse astutely poured copious saline on the wound and the fire was very rapidly put out. Staff then peeled the drapes down rapidly and found that the patient had suffered a 3.5 x 4-cm burn just to the right side of the neck behind the mastoid process. Apparently, the blue or cap that was placed over the patient had an elastic band within it and this elastic band apparently was involved and adhered to the patient's skin, as well as hair.after assuring that there was no ongoing fire, the area was completely re-prepped with hibiclens and the procedure was completed using bovie electrocautery to take down the subcutaneous mass, following it slightly cephalad and to the right, irrigating the wound copiously, closing the subcutaneous tissues with interrupted 3- 00 vicryl, and closing the skin with 3-0 simple nylon sutures. Scissors was used to excise the little bit of burn tear with blue bits of paper and elastic upon it. A 4 x 4 was used to rough up and take away a little bit of the loose skin from the edge of the burn wound. Both the incision, which was 5.5 to 6 cm long and the burn, which was 3.5 x 4 cm, were infiltrated in the deeper layers of the skin with 0.25% marcaine for postoperative analgesia. The burn itself looked to be at least a partial-thickness burn, but should heal nicely. Silvadene was applied to the burn. Dry sterile dressing was applied over both.in addition, there did not appear to be any oxygen leak. The patient has not suffered any serious wound beyond the very obvious 3.5 x 4-cm partial-thickness burn.